Event description:
A malfunction was reported on the pump, and the malfunction code displayed was malf 3. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer declined interest in obtaining an out-of-warranty loaner pump and was advised to reach out to their healthcare provider for backup therapy and a new pump. Meanwhile, technical support planned to replace the pump and contact the distribution team regarding another pump that was reportedly never received by the customer.